Event description:
A patient of unknown age and medical history underwent surgical procedure to repair an aortic dissection using bioglue surgical adhesive. The surgical adhesive was used as an adjunct to standard methods of repair, which is indicated in the united states, to seal the anastomosis. At some time post-surgery (time period is unknown) the patient had a blockage in one leg. The patient returned to the operating room for a thrombectomy, and bioglue surgical adhesive was removed during the surgery. Although repeated requests for additional information have been made, no further information is currently known about the event.